Event description:
Report received indicated that during preparation, the stent was partially exposed and deployed. The physician tried to replace the outer sheath; however, failed. The product was not used in the patient and another precise was used for the procedure.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.